Manufacturer narrative:
The serial number of the c 303 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys hcg+ss on a cobas pure c 303 analytical unit. The sample initially resulted in hcg+b values of 63.1 miu/ml and > 10000 miu/ml with a data flag. The client complained because the value of 63.1 miu/ml did not match the patient's previous records. The sample was diluted and repeated twice on (B)(6) 2025, resulting in hcg+b values of > 10000 miu/ml with a data flag and 18390 miu/ml.

Manufacturer narrative:
No calibration influence was observed. Controls were within range prior to the event. A general reagent or analyzer problem was not present. Isolated non-reproducible results do not represent a general malfunction of the assay. A review of alarm trace data showed no relevant alarms. The investigation could not identify a product problem. The cause of the event could not be determined.